Event description:
Reporter indicated high lead impedance was noted for systems diagnostics testing at an office visit on (B)(6) 2012. This was the first visit for the patient, and the patient is new to the office. The patient had no trauma and does not manipulate the vns. The vns was not disabled and x-rays have not been ordered. The reporter was advised to disable the vns due to the high lead impedance. Attempts for additional information are in progress.

Event description:
Reporter indicated the vns was disabled on (B)(6) 2012. Replacement of vns is not planned at this time. The plan of care is to observe the patient clinically with the vns disabled for now.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient's generator and lead was explanted. The explanted devices have not been received to date by the manufacturer. No additional information has been received to date.

Event description:
The explanted generator and lead was received by product analysis. Product analysis completed for the generator noted that the generator's battery had reached end of service conditions due to normal use and the device performed according to functional specifications. Product analysis for the lead has not been completed to date.

Event description:
Product analysis was completed on the returned lead. Note, the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Broken coils were identified during the visual analysis and scanning electron microscopy identified pitting on the coils¿ surfaces. Two of the broken coil strands had evidence of a stress induced fracture (fatigue appearance) with mechanical damage, and pitting. It was believed that stimulation was present for a certain period as evidenced by the presence of metal pitting. There were abraded openings identified on outer silicone tubing, which most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer and inner silicone tubing. Except for the observed discontinuities and abraded openings observed on the outer tubing, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. No further relevant information has been received to date.